Event description:
The customer reported that a wm350 pump was programmed to deliver a chemotherapy drug (5fu) over a 7-day period. The patient returned to the facility after a week to receive a drug refill. At that time the technician found that only 50% of the medication (5fu) had been delivered to the patient. The patient experienced no adverse effects. The patient was provided with a new pump and medication and was released. Because the malfunction interrupted the patient's therapy, the incident created an under delivery condition.